Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: deng w, wu x, shao h, tang h, huang y, wang z, yang d, zhou y. Robotic arm-assisted acetabular reconstruction in revision total hip arthroplasty : a clinical study with minimum two-year follow-up. Bone joint j. 2025 apr 1;107-b(4):404-412. Doi: 10.1302/0301-620x.107b4.bjj-2024-0982.r1. Pmid: 40164188. The study aimed to report the surgical technique including preoperative planning, intraoperative registration methods, and robotic arm-assisted bone reaming and component implantation, and the minimum two-year clinical and radiological results of rob. Between october 2019 and may 2021 used the mako robotic system (stryker, USA) to perform 62 revision thas. Total number of patients were 28 with mean age of 56.5(12.5). Mean follow-up were 2 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: pinnacle, depuy synthes and s-roms. Adverse event(s) and provided interventions possibly associated with unk hip acetabular cup pinnacle (qty 1). (N=1) patient experienced dislocation seven weeks after revision and underwent hip reduction. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct srom (qty 1). (N=1) patient had an ipsilateral distal femoral fracture nine months after revision and was treated with open reduction and internal plate and screw fixation.